Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during drain 1 of 4. The patient cycled power to clear the error prior to calling. The patient discarded the supplies and started over with new supplies. The patient elected to notify their nurse and explained they disconnected and reconnected prior to the error. Product surveillance contacted the patient's dialysis nurse who explained she was not aware of the error, but may have notified another nurse. The nurse advised the patient was coming into clinic the next day and that she would review proper procedures with the patient. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. This review finds the labeling adequate for the potential use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).